Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch utlra2 meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the same day at 12:00 pm. Her cat spilled a glass of iced tea on the meter. She also mentioned experiencing blurry vision after the issue began. The pt reported that she ate something, and felt better. She did not receive/require any medical intervention. At the time of troubleshooting, it was not a new product and that the error 2 occurred when a test strip was inserted into the port. The condition of the test strips was good. However, the issue was not resolved when a retest was performed. This complaint is being reported because the pt alleged that she experience symptom of blurry vision after the reported issue began, which she treated with orange juice and felt better. The reported issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.